Event description:
In (B)(6) 2019, on an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that 4 days following the tubing placement, the patient experienced vomiting and went to the emergency room. The patient was diagnosed with aspiration pneumonia as a result of vomiting. No treatment information was provided.

Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the events were removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Aspiration pneumonia is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.